Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. .

Event description:
It was reported that the customer experienced a low blood glucose (bg) level and lost consciousness; cause was not known. Customer's continuous glucose monitor read "low"; however, a specific bg value was not provided. Customer consumed carbohydrates to address bg level.